Event description:
Nurse stated the pump infused incorrect volume. On 4/05 between 3:30 and 4:30 the rate was to be 33.3ml/hr and the nurse programmed 90ml/hr. On 5/05, according to the risk manager, the medication infused was levophed and the patient did suffer consequences. Specific consequences unknown.